Event description:
It was reported the customer had a hypoglycemic event while driving on (B)(6) 2014. It was found the customer passed out while driving due to their hypoglycemia and killed someone on the side of the road. The customer was taken off the insulin pump and reverted to manual injections. Customer did not have any recollection of their adverse event. It was also found the customer had personal issues that prevented them from taking care of their diabetes. Customer also reported feeling tired when their blood glucose was low. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.